Event description:
It was reported the pt was charging more than expected. The device logs were analyzed and they indicated that the parameters used would give the pt an approximate recharge interval comparable to what she was experiencing. The battery was within 4 inches of another implanted battery, so the generator was moved from the lumbar area to the abdomen. The pt was doing "well" and was not having any more issues with the generators. The pt still felt that she was charging more than expected though.

Manufacturer narrative:
(B)(4).